Event description:
It was reported that there was an alert and the patient received an inappropriate shock. On interrogation the right ventricular (rv) lead was found to be fractured and the patient was sent home with a life vest until the lead could be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was further reported that on interrogation it was observed that the alert triggered for non-sustained ventricular tachycardia episodes and short interval counts (sic).

Manufacturer narrative:
(B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.